Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (B)(4) alleging that her onetouch verio2 meter was displaying a low battery message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue first started at an unspecified time ¿2 weeks ago¿ when the subject meter began to display a low battery message which prevented her from being able to test. The patient manages her diabetes with insulin ¿ self adjuster and she reported that, in response to the alleged product issue, she took no action beyond her usual routine of diabetes management. The patient reported that at 8am on (B)(6) 2019, she began to develop the symptoms of ¿hypoglycaemia and unable to walk/ stand up¿. She claimed that in order to treat these alleged symptoms she drank ¿lucozade¿. During troubleshooting, the csr verified that there was no product misuse associated with this complaint and this was not the first time the patient had used the subject meter. The csr also verified that based on the information provided, the subject meter¿s batteries needed replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after not being able to obtain a blood glucose reading due to the appearance of a low battery message on the subject meter.